Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered cosmetic damage, the front panel was cracked; top cover and chassis was rusted and missing foot from the bottom, switch was also sticking, a faulty scope socket, the locking mechanism was loose, the lamp life was over 500 hours, and the software version was up to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
Upon preparation for use, the evis exera iii xenon light source failed to illuminate, and a new bulb was required. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the lamp did not light up due to its end-of-life span. No further information could be obtained. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.